Event description:
It was observed during the device evaluation, the adhesive around the objective lens of the ultrasound gastrovideoscope had wear. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where the adhesive around the objective lens had wear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.